Event description:
The healthcare worker experienced white spots and a burning sensation on her left hand. The worker also had a rash on her forearm and little white bumps around her lips. The worker had used the contact hand to wipe her mouth and touched her forearm. The contact occurred when the worker removed items from a completed load. The worker is doing fine and her symptoms resolved on the same day the incident occurred. It was reported that the worker did not seek medical attention. When the event occurred, the vaporizer plate was observed as not in place. The worker then installed one in place.